Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable.